Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they'd called their managing health care provider (hcp) about the following is sue but the hcp had told them to call patient services. The patient reported that for a couple months now, they were having problems with uncomfortable stimulation at specific moments. The patient further clarified that it wasn't like the sensation they would feel in the bike-seat region when they increased the stimulation, rather it felt like a "bunch of bee stings" at the site of the ins. The patient stated it would occur sporadically and then it would go away. The patient stated it hadn't happened in awhile, but it occurred earlier today. Patient services asked the patient if they were in a certain position when it happened, and the patient stated that they had just been driving down the road when it happened today, but it also would happen at other times like when they were sitting on a couch but then stated "and also when driving." The patient could not specify if it always occurred in a sitting position nor did they think they were near any other sources of emi when it would occur as they sat on the couch. The patient denied having had any falls or traumas that would have led to the issue. Patient services reviewed stimulation expectations with the patient and redirected the patient to their managing health care provider to further address the issue and to check the implanted system. The patient stated they had a new managing health care provider (hcp) but they could not recall the hcp's name. Agent documented the reported event. No further action was taken by patient services.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the "bunch of bee stings" sensation was determined, but also stated that they have no idea what caused it. They stated that it doesn't happen all the time, but when it does it sometimes really hurts. They noted that it was not resolved yet. They hadn't yet done anything to resolve it, but they will call the doctor.